Event description:
Medtronic received information that a newly-implanted 16 millimeter (mm) aortic mechanical valve had been explanted and replaced with a larger mechanical valve of the same model within a day of implant due to a pending bentall procedure, and another aortic mechanical valve had been implanted upside-down in the mitral position, due to patient anatomy issues. The patient's surgeon reported that the patient passed away due to the extended procedures, which occurred over a two-day period. The 16 mm valve was initially implanted successfully. Following its implant, the 22 mm valve was implanted upside-down in the mitral position, as there were no other compatible valves that could be successfully placed due to heavy calcification of the left ventricle. Following the implant of the 22 mm valve, a left ventricular rupture occurred due to the calcification. The aorta was re-clamped, and it was observed that a calcified area near the aortic valve also had torn, so the newly-implanted 16 mm valve was explanted and replaced with an 18 mm valve for the pending bentall operation. It was reported that the leaflets of all three mechanical valves were observed to be functioning normally, and that the adverse events were related to patient issues and not device issues. (It was reported that the patient had brittle tissue and a heavily-calcified aorta, and had experienced extensive bleeding in the right and left atria during the procedure, and also had received dialysis treatment for 30 years). The valve implants and the bentall procedure took place over two days; following the implant of the valves, the patient was placed on an intra-aortic balloon pump and percutaneous cardiopulmonary support for hemodynamic support. The circulatory support was withdrawn one day later due to the lack of prospects of recovery, and the patient subsequently passed away. The surgeon reported the case of death was the patient's brittle tissue and the prolonged procedure.

Manufacturer narrative:
It was reported that the devices would not be returned to medtronic for analysis. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based off of the available information and the surgeons comments the cause of death was the patient's brittle tissue and the prolonged procedure. It was also reported that the leaflets of the valve were functioning normally and the adverse event was due to patient issues and not device issues. In addition the device history record was reviewed on the other two valves and showed that these valves met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the products, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.